Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Cement had leaked near the elbow, restricting patient's movement.